Manufacturer narrative:
Based on the current information provided, the cause of the patient's intra-operative complication cannot be determined. Isi has attempted to contact the site's risk management department to obtain additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. If additional information is obtained, a follow-up MDR will be submitted. Isi has reviewed the site's system logs based on the part # and lot # of the monopolar curved scissors instrument noted in the FDA voluntary report. The system logs reveal that the monopolar curved scissors instrument in question was last used on (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure based on the available system logs. However, the event date of the reported incident has not been confirmed. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy procedure, the patient allegedly sustained a thermal burn injury to the bladder dome that required repair. At the time the event occurred, the surgeon was using a monopolar curved scissors instrument. It is unknown, however, how the thermal burn injury occurred.

Event description:
On 02/05/2020, intuitive surgical, inc. (Isi) received FDA uf/importer reporter # (B)(4) with the following event description: "while undergoing a robotic assisted laparoscopic total hysterectomy the monopolar curved scissors caused a thermal injury to the patients bladder dome. This was identified and repaired intra-operatively with over sew of the bladder dome.¿ the following information is unknown: the specific date the event occurred in (B)(6) 2018, what surgical task the surgeon was performing when the burn injury occurred, the severity of the burn injury, the procedure outcome, and the patient's current status.